Event description:
It was reported a patient¿s system was explanted. It was not known why the system was explanted. Diagnostic testing and troubleshooting was not required. The patient¿s leads and implantable neurostimulator (ins) were explanted. It was reported that the patient wasn¿t getting enough pain control. It was not known if the patient was getting greater than 50% symptom reduction or if the issue was device related. The patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.